Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation document reported that the plaintiff alleges bursitis, pain, sometimes felt unstable, suffering, unable to walk from the parking lot to the door and functional limitation. It was also reported that the patient was revised due to severe tibial loosening. Doi: (B)(6) 2016, dor: 2021, right knee. The patient has depuy bilateral knee implants and bilateral revision as well.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for examination. Even though the photographs provided are not of the quality desired, the photo investigation found cement attached and interdigitation on the femoral component, which is usually an indicator of fixation. On the tibial component no burnishing or polished appearance on the bottom surface could be seen, which is an indicator of loosening. Therefore, with the provided information the photo investigation cannot confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 07 oct 19. There were two nonconformance recorded on this batch that was related to process controls and did not impact on the overall product. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 30-sep-17. Device history review : device history reviewed 07 oct 19. There were two nonconformance recorded on this batch that was related to process controls and did not impact on the overall product. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 30-sep-17.